Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and pump battery was depleting quickly. Contact declined to follow up from tandem technical support. There was no reported impact to customer's blood glucose. No additional information was provided.